Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the timing was disrupted and the handle was jammed in partial actuation. It was reported that a component disengaged from the device into the surgical cavity and the device did not fire tacks as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. Applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair procedure, the first firing was unsuccessful, and the tack fall in the cavity, after that the doctor tried the second firing but the handle got stuck. The surgeon retrieved the tack from the cavity using grasper and used another device to resolve the issue in order to complete the case. There was no patient injury.